Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 4.0mmx60mmx135cm sterling balloon catheter was advanced for dilation. However, during second inflation at 14 atmospheres for 30 seconds, the balloon ruptured. The device was removed from the patient's body and the procedure was completed with another of the same device. There were no patient complications reported.